Event description:
It was reported to boston scientific corp, that a one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed in 2009. According to the complainant, approx a minute after the placement of the one step button, the physician noticed, under the scope, that the button dome was buried into the peritoneal cavity. The physician removed this device from the skin by hand and rescheduled the procedure. The rescheduled date is unk. There was no treatment necessary. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Button dome buried in peritoneal cavity. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.